Event description:
The customer reported elevated troponin I (accutni) results, for five pts, involving unicel dxl 800 access immunoassay sys. This report refers to pt number two. The elevated result did not correlate with the pt's clinical condition. The elevated result was released out of the lab and questioned by physicians. Subsequent testing produced a result within the normal reference range. The pt was admitted to the hosp for further analysis. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(6) 2009. The fse discovered a pinhole in the peristaltic tubing and replaced the tubing. The fse replaced the peristaltic pump and verified pump aspiration. The fse performed clean and high sensitivity (hs) sys check and passed successfully. Quality control was within range. The unit conformed to the MFR's published performance specs. Pt samples were drawn in 5 ml lithium heparin plasma tubes. Sample centrifugation was performed at 6,000 rpm (rotations per minute) for three minutes. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04214, 2122870-2011-04216, 2122870-2011-04217, 2122870-2011-04218.